Manufacturer narrative:
The device was not returned to resmed for evaluation. A resmed product support specialist went through the troubleshooting steps and advised the customer to perform a hard reboot. The issue was resolved after rebooting the device. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf 188) error message. There was no patient injury reported as a result of this incident.